Manufacturer narrative:
The customer's complaint that the autopulse platform (sn: (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and ua19 (max applied load exceeded) messages was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple ua07 and ua19 errors, confirming the complaint. Upon powering up, the autopulse platform failed functional testing due to ua07, confirming the complaint. The load cell characterization check revealed a defective load cell that needs to be replaced to address the reported complaint. The brake gap inspection verified the brake gap was within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn: (B)(6).

Event description:
The distributor reported that during the device inspection, the autopulse platform (sn: (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and ua19 (max applied load exceeded) messages after performing a few compressions. No patient involvement.